Event description:
A malfunction was reported with the pump displaying a malf 16 code, and the fault was not resettable. Customer's blood glucose level remained within a normal range and did not exceed 500 mg/dl. Customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery is not interrupted. Tandem technical support arranged to replace the pump and confirmed the shipping address. The customer was also guided on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days.